Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump battery thread was damaged. The customer experienced hyperglycemia with blood glucose value of 319 mg/dl. The customer reported hyperglycemia, confusion, feeling sick/unwell, headache, tired/weak was treated with intravenous drip in hospitalization. The event involved product(s) mmt-1884l, mmt-342, mmt-431ag, mmt-7040a. Troubleshooting was partially performed. The customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-7040a. Product return for mmt-1884l is expected and the customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer passed out and was taken to the hospital. And the length of the hospitalization was less than 24 hours.